Event description:
It was reported to boston scientific corporation that a gold probe was used during a procedure performed in 2008 (patient gender, age, and weight are unknown). According to the complainant, the gold probe device was unable to electrify during the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Event description:
.

Manufacturer narrative:
The customers' complaint has been confirmed. The cause of failure has been attributed to "manufacturing" based on the analysis findings. The visual inspection during analysis did not reveal any obvious anomalies. The device failed the isolation of electrodes test. It gives readings of .896 amps (reading should be zero for isolation of electrodes.) The device does not pass the load test. It gives a reading of .857 amps. (Acceptance criteria .84 amps, above .84 amps fails). The device was tested for continuity between the tip and body connector and continuity is present. The device was tested for continuity between tip and erbe conector and continuity was found. The device failed when it came to continuity between erbe pin and tip. Continuity readings were found at each band creating contact between the wires is present. The device history record review reveals no anomalies related to complaint.

Manufacturer narrative:
(B)(4).